Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The battery voltages were measured and the bottom battery was found to be insufficient, resulting in the generated 0xcd, lvd interrupt was detected alarm, as well as the observed high pulse widths and drive stall. The needle mechanism deployed as intended upon manual rotation of the ratchet gear. No other damages or defects were o

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.